Manufacturer narrative:
Device used for treatment and not diagnosis. One of the two attachments is bent and the clamping ring of the other attachment is broken below the screw head. We can only assume that too high mechanical load during opening the sternum has led to this damage. The review of the material and manufacturing documents shows no deviations to the specifications. The result confirms that both attachments correspond to the specifications. Since we have received several complaints with the same failure, we have decided to improve the design.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during an operation on an unknown date the top sternum saw attachment construct broke and bent. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found. Placeholder.